Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not inflating - leak/just below.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, updated device and codes. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion adjacent to the separation, indicating the tube had kinked onto itself. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of cylinder 1 indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.